Event description:
It was reported, that the patient experienced ineffective stimulation. As a result, the entire system was explanted. The date of explant is unknown. It is unknown, which lead caused/contributed to this event.

Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The allegation is against 1 of 2 leads. However, it is unknown, which lead. Therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI#: (B)(4), serial#: (B)(6), batch#: a000057792.